Event description:
The patient awoke in the night as their homechoice was alarming. When the patient looked to see what had caused the alarm, they realized that their transfer set had disconnected from the patient line and that was why fluid was leaking onto the bed. As the same thing had occurred the two previous nights, they decided to discontinue dialysis for that evening and decided to use a solo bag instead. No patient injury or medical intervention was associated with this incident, per baxter affiliate.